Event description:
Approximately two weeks post lvad implantation, the patient was extubated, but was reported to have suffered respiratory arrest after three days requiring her to be re-intubated. The following day, she developed a subdural hematoma and subarachnoid bleed. As a result, her anticoagulants were held for approximately ten days. When intravenous heparin therapy was restarted, the patient developed a second, more severe, subdural hematoma. At this time the family decided to withdraw support and the patient subsequently expired.

Manufacturer narrative:
The device remains implanted in the patient. Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.

Manufacturer narrative:
The device is used for treatment not diagnosis. It was reported the patient suffered respiratory arrest followed by a subdural hematoma and subarachnoid bleed that occurred a day after. The device was not returned to the manufacturer for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event could not be confirmed via log files as they were not available for analysis. With review of the available clinical data and the device history records, there is no indication of any device manufacturing or performance issues related to the reported event. The most probable root cause of the patient death is the reported severe subdural hematoma which can be attributed to the intravenous heparin therapy received by the patient. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Death, stroke, and neurological dysfunction are known potential clinical adverse event associated with vads as outlined in the IFU. Investigations of complaints with similar circumstances were reviewed; events of these types are multifactorial and may be attributed to pre-existing conditions and progression of these diseases, the hvad system, the implant procedure, or concomitant therapy. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.